Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently declared an alert while the customer was attempting to charge the pump. A review of pump data indicated that a power source alert occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.